Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results from a single patient sample that were generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tni and a result of 0.55ng/ml was obtained. The result was not reported out of the lab. On the same day, the customer re-tested the original sample for accu tni twice and the repeated results were: 1.11ng/ml and 0.80ng/ml. The customer tested the original sample on a different instrument in their lab and accu tni; result was 0.11ng/ml. The customer collected a new sample from the patient and tested for accu tni; result was 0.22ng/ml. The new sample was also tested on a different instrument in the customer's lab for accu tni and a results of 0.08ng/ml was obtained. The result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention of change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc results were within customer's specifications prior to and after the event. System check performed in 01/2007 passed. The specimens were collected in 13x75, bd, plastic, lithium tubes with gel separators and centrifuged at 1,300 rcf for 10 minutes at ambient temperature. The specimens were initially sampled from the primary tubes. For repeat testing, samples were pipetted into 1ml insert cups. The customer stated that the samples in question did not have visible fibrin or hemolysis. A field service engineer (fse) was dispatched to the customer's lab in 02/2007: the fse performed diagnostic testing and results passed within specifications. The fse verified the instrument performance per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.